Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise in both the right atrial (ra) and right ventricular (rv) channel and recorded high impedance measurements. Boston scientific technical services (ts) reviewed the stored episodes and confirmed the noise corresponded to the device respiratory rate trend (rrt) response to elevated impedances. Both implanted leads are non-boston scientific devices. The device programming was optimized and the patient will continue to be monitored via latitude. The system remains implanted. No adverse patient effects were reported.